Manufacturer narrative:
The insulin pump was received with a cracked end cap and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage, and a piece of the device broke off. The customer stated that the insulin pump had fallen off a counter and was dropped, leading to the damage. He stated that the bottom part fell off and was now missing. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.